Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was hospitalized on 2013-(B)(6) due to the withdrawal. The pump was filled with saline on 2013-(B)(6). The patient was concerned about leaving the pump implanted as she had lost weight and it had been causing chafing on her skin. The patient mentioned that the pump had ¿26 more months on it¿.

Event description:
It was reported that a motor stall occurred and had not recovered. According to the logs, a motor stall occurred (B)(6) 2013 for unknown reasons. The logs then read: (B)(6) 2013 clock set 9:07. (B)(6) 2013 pump refill occurred 9:07 (however, reportedly this did not actually happen.) Then on (B)(6) 2013 the pump stopped due to stop command 9:07 (reportedly, this command was not given). On (B)(6) 2013 it read that the patient configuration change occurred 9:07. (B)(6) 2013 infusion bonus command received (again, this command was not given). Further at 9:07 on (B)(6) 2013 the pump restarted due to restart command 9:07. On (B)(6) 2013 the stopped pump period may exceed tube set 11:40 and then on (B)(6) 2013 a motor stall recovery occurred at 5:55. The patient had experienced underdose and withdrawal symptoms. No action had yet been taken but was planned. It was unknown at the time of the report if the pump would be replaced or only explanted. This device system delivered dilaudid and clonidine. It was further reported that the patient experienced nausea, diarrhea and increased pain and had contacted the physician. The patient was instructed to go to the emergency room and was later admitted. Upon pump interrogation on (B)(6) 2013, a motor stall was noted to have had occurred on (B)(6) 2013. A tube set alarm occurred on september 8 and recovered on september 9 but on september 10 at 2 am the pump stalled again. The pump was filled with saline on (B)(6) and the pump was turned off to see how the patient did with oral medication. The plan was to replace the pump in the future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8 709sc, lot# n188532032, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor gear train anomaly of corrosion and/or wear and/or lubrication, and the stall was due to shaft-bearing. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was explanted due to "not using therapy". No patient injury was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received; the outcome of the event was reported as 'ongoing with no further action needed."